Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on 2023 and a revision surgery on 2024. Subsequently, the patient underwent a third revision surgery on (B)(6) 2026 due to prosthetic dislocation. During the revision, the neck was removed and the cup was found to be loose, and the dorsal cap of the trapezium was fractured. Signs of mild metallosis were also observed. Due to insufficient space to implant a new neck, the stem was removed, and a proximal metacarpal resection was performed. A new stem was then implanted.

Manufacturer narrative:
Based on the information available, a definitive root cause could not be determined. The explanted device and associated clinical documentation were not provided to the manufacturer, which significantly limits the scope and conclusiveness of the investigation. Review of the available radiographic images suggests insufficient trapezial bone stock, which may have affected cup fixation and implant positioning. As outlined in the device instructions for use (IFU), implantation of the touch device is contraindicated in cases of poor bone quality that may preclude adequate fixation, as well as in cases where patient bone dimensions are incompatible with the available implant sizes. Nevertheless, this potential contributing factor cannot be confirmed in the absence of device retrieval and further analysis. Should additional information becomes available, the investigation will be revised accordingly and a follow-up report will be submitted.